Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: one unopened representative sample was received for analysis. Visual tests found that the needle exhibited a crack in two places on the barrel.

Event description:
It was reported that the patient underwent laparoscopic myomectomy on (B)(6) 2014 and suture was used. The needle broke while suturing the uterus with continuous backhand sutures. The procedure was converted to an open procedure so that the surgeon could retrieve the broken needle piece. The surgeon made a small incision in the uterus and the broken piece was retrieved. Following the procedure, the patient was hospitalized and has been discharged.